Manufacturer narrative:
Internal file number - (B)(4). Evaluation summary: visual and functional inspections were performed on the returned device. The leak was not confirmed. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history of the reported lot revealed no indication of a lot specific product issue. The investigation was unable to determine a conclusive cause for the reported leak. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
Subsequent to the previously filed medwatch report, new information has been received as follows: the procedure was to treat a lesion located in the mildly tortuous, moderately calcified superficial femoral artery. There was no resistance felt during advancement of the balloon catheter to the lesion. A leak was observed near the hub during inflation using a syringe. There were no issues noted during preparation of the device. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all relevant information.

Event description:
It was reported that there was a leaking issue observed proximally during use of the 4.0 mm/120 mm armada 18 balloon catheter which was evidenced by the balloon not holding pressure. A new balloon catheter was used to complete the case successfully. The patient is reported to be doing well. There were no adverse patient effects or clinically significant delay in the procedure reported. No additional information was provided.